Event description:
It was reported that the pump declared alarm 20 during pumping, and this issue prevented the successful loading of a new cartridge, causing a recurrence of the cartridge alarm. There was no reported impact on the customer's blood glucose level as the customer declined to answer whether it exceeded a specific value. The customer was assisted by technical support, who guided them in using proper load techniques, and the pump is to be replaced. The customer was instructed on returning the problematic pump and will use a multiple daily injections (mdi) regimen as backup therapy until the replacement arrives.